Event description:
It was reported that in (B)(6) 2012, pt noticed decrease in flexibility and pain. Pt was unable to tie shoes. Blood tests showed elevated metal levels that led to her revision surgery.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.